Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 3.5, retest1 inratio: 1.5, retest2 inratio: 2.7. The 2.7 result was done 3-4 hours later.

Manufacturer narrative:
Investigation pending.